Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. However, it was found that the dso seal was degraded, and the lens was scratched so they were replaced with new ones. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette not attached error. During the investigation, it found that the dso seal was degraded. There was no patient involvement.